Event description:
It was reported that during a lobectomy, the cartridge came off during firing and the staples were unformed. Crimped and additional suturing was performed. There were no adverse consequences to the pt. Device will not be returned.